Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted parent information.

Event description:
It was reported that a laser vision correction patient had initial surgery on 2016 and enhancement procedure in (B)(6) 2017. Patient presented on (B)(6) 2018 with epithelial ingrowth in the right eye(od) at post treatment. Doctor lift flap during the visit and found a small hole in the flap which is the entry point for the ingrowth. The surgery center commented that the hole looks like an old scar. The patient¿s comment was of worries. A flap lift with epithelial removal was done. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -10.25 x .00 x 90, left eye pre-op 20/20 -10.00 x .00 x 90. Bcva from (B)(6) 2017: right eye pre-op 20/20 .25 x .00 x 171, left eye pre-op 20/20 -.25 x .00 x 90.